Event description:
Information received by medtronic indicated that the insulin pump had short battery life alarm. Customer stated that pump had received replace battery alarm. No harm requiring medical intervention was reported. Troubleshooting was performed successfully. Customer will discontinue the use of device

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged unexpected battery power loss & charge/battery lasts less & low battery alarm than expected found on 10 march 2022. Device passed the displacement test, active current test, sleep current test and self test. Successfully downloaded history files and traces using thump. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcb 1. After disconnecting and reconnecting the internal lithium backup battery connector on j6/pcb 1, the insulin pump was monitored and functioned properly. Pump error 25 alarm noted on 03/04/2022 05:00 pm in history file. Low battery alarm was not detected on event date in history file. The following alarms were found on event date on history file: battery out limit 03/10/2022 09:07 am, battery change 03/10/2022 05:00 am, replace battery now detected 03/10/2022 05:31 am. The alarms are unexpected and be attributed to the pump error 25 that occurred a few days prior. Pump was cut open to perform visual inspection and found evidence of moisture damage. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay. Pump error 25 & unexpected battery power loss & charge/battery lasts less & low battery alarm found was confirmed due to a connector resistance issue with the j6 connector on pcba 1. Moisture damage is confirmed due to being found on motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.